Event description:
The patient experienced a shocking or jolting sensation in his arms, face and shoulders during a magnetic resonance imaging of the head. The magnetic resonance imaging strength was 1.5 tesla, but was not a transmit and receive coil. The patient's shocking sensation subsided and he was feeling ok. Please reference mfg. Report#6000032200906987. It is unclear which system was involved, and it is unclear which system components still remain implanted.